Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Evaluation of the rod fracture surface suggests "fatigue" failure. Set screw loosening changes the load sharing of the rods which may have contributed ot the eventual rod fracture. (Related to 3004774118-2017-00084, 3004774118-2017-00086, 3004774118-2017-00087, 3004774118-2017-00088).

Event description:
On 05.24.2017 it was reported to k2m, inc. That a revision surgery took place in which backed-out set screws and a broken rod were removed. Revision surgery took place (B)(6) 2017.